Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that biological contamination was observed on the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii). There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: customer report media contamination."

Event description:
It was reported that biological contamination was observed on the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii). There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: customer report media contamination".

Manufacturer narrative:
H6: investigation summary during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 1308686 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1308686. No return samples nor photos were received for investigation. The complaint cannot be confirmed.